Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's basal rate needed to be changed from 1.2 units to 0.9 unit as customer's blood glucose level was impacted.